Manufacturer narrative:
Evaluation summary: qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that following an intraocular lens (iol) implantation procedure, the patient experienced a poor visual outcome requiring iol removal. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the iol was exchanged for a different manufacturer's iol. The surgeon reported the prognosis as good. The patient's issues have resolved.